Event description:
It was reported that during a laparoscopic cholecystectomy the device misfired during a case, the clips would not load into the jaws when use was attempted. Another device was used to complete the procedure. There was no pt injury. This report is being sent for the findings upon investigation. Additional info was requested, but no additional info was available.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition with a clip loaded into the jaw. The jaw appeared to be in alignment and the clip retainer, push fork and jaw clearance were acceptable. Upon eval, the device was cycled and fed. Of the remaining 11 clips, the first and eighth clips had proper pinch and alignment. For the remainder of the clips, the trigger either had to be activated multiple times for the clip to load into the fire out of the jaw, or the device ejected two clips at the same time. All of the remaining clips were either unformed or partially formed. The device locked out as intended. The device history record was reviewed and no discrepancies were noted.